Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a rash at the insertion site, due to the adhesive. The sensor was inserted into the abdomen on (B)(6) 2017. The sensor was removed one day after sensor insertion, due to the rash. Patient developed a scar due to itching. Over-the-counter lotion was used to treat the affected area. At the time of contact, the patient's mother had changed the patient's insertion site to the arm, as it was indicated that the patient did not appear to have reactions at this site. No additional event or patient information is available.